Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown; however, reported as 1 week post op. If implanted; give date: exact date unknown; however, reported as (B)(6) 2018. If explanted; give date: n/a (not applicable). Lens remains implanted. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a patient is very unsatisfied with the symfony intraocular lens (iol) which was implanted in his operative right (od) eye in (B)(6) of last year. At the 1 week postop visit, the patient complained of dissatisfaction with near and intermediate vision. He was seeing no better than j7 in (B)(6) of this year. The surgeon did photorefractive keratectomy (prk) surgery on him to try and assist with the near vision problem. The vision has only improved to j5 at best, and he is 3 months post op prk surgery. The patient does not want to have the lens explanted. No further information was provided.